Event description:
It was reported that patient had left revision surgery due to constrained liner failure.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown constrained liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. A complaint history review for similar events for the manufacturing lot could not be performed because the information provided did not defined the type of failure or the cause of the revision. The event of revision was confirmed as the explanted devices were returned for evaluation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had left revision surgery due to constrained liner failure.